Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The target lesion was located in the common iliac artery. After a .035 unspecified guidewire was inserted, an 8.0 x 60, 135cm mustang balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the stenosed target lesion was totally occluded located in the severely tortuous and severely calcified common iliac artery.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The target lesion was located in the common iliac artery. After a .035 unspecified guidewire was inserted, an 8.0 x 60, 135cm mustang balloon catheter was advanced for dilation; however, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.